Manufacturer narrative:
It was reported that while preparing the product, the stent dislodged from the balloon. The product was not used in the patient and was discarded. There were no noted damages to the packaging or the device. There is no additional information regarding this event. This complaint is being reported because had the malfunction occurred inside the patient, it would be a reportable malfunction. With the limited amount of information available and without the return of the product, it is not possible to determine the relationship between the device and the event. However, it is possible that the difficulty experienced by the customer was related to procedural factors or user handling. A device history record (DHR) review was not completed as no lot number was provided.

Event description:
While preparing the palmaz genesis aviator (pg1250bax), the stent dislodged from the balloon. The product was not used in the patient; therefore, there was no injury to the patient. The product was discarded and will not be returned.